Event description:
Related manufacturer reference number: 2017865-2023-10063. It was reported that the patient presented to the clinic on (B)(6) 2023 for a follow-up. During examination, it was noted that the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks for atrial fibrillations with rapid ventricular response (rvr). During further examination, it was noted that there was no capture threshold and high pacing lead impedance on the right ventricular (rv) lead. Programming changes were performed on the ICD and the rv lead. There were no adverse consequences to the patient.